Manufacturer narrative:
(B)(4). This complaint was confirmed in the lab. Particulate matter was found inside the tubing during the evaluation. This appears to be pvc build-up that can occur during tubing extrusion. Pvc builds and can break free from the pin/bushing combination and become lodged in the tubing. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Renal quality engineering, along with plant manufacturing/quality personnel, will continue to monitor this product line for trends and will take corrective/preventive action as appropriate.

Manufacturer narrative:
(B)(4). Sample availability is unknown at this time. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
This is an international complaint from (B)(4) where one small spot was found on the plastic cap of transfer set. There was no patient injury reported.